Event description:
A caregiver reported that her grandfather experienced a myocardial infarction and expired during his peritoneal dialysis treatment, on (B)(6) 2014. The patient had a history of congestive heart failure. The patient was not hospitalized, no autopsy performed and no medical records are available. There is no allegation against any fresenius product in relation to the reported event.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.